Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that so mething was going hay whacky last night. Patient stated that the equipment had been working very well until yesterday. Patient said they usually charge the implant twice a day, in the morning and at night, and the implant usually goes down to 70-80% before they go to bed, but the implant only went down to 90% last night. Patient said that for some reason the controller showed that they had 90% charge on the implant and that the controller was at 100%. Patient then said that this morning they got up and tried charging the implant, it charged very quickly and the controller displayed that the controller was 100% charged but didn't deplete and the implant incremented to 100%. Patient confirmed they saw no error messages when charging the implant. Patient was actively charging their implant on the call and kept getting poor recharge quality. Patient denied adjusting their therapy settings. During the call, patient confirmed no visible damage to the recharger cord and controller charging port. Patient reset the controller. Patient attempted an implant charge session and got no device found. Patient repositioned the paddle and got poor recharge quality. Patient was able to start charging their implant with excellent and confirmed their controller was 100% and depleted to 90% and that their implant was 100%. Agent reviewed that the batteries are displayed in increments of 10 on the controller with the patient. Agent advised the patient to monitor the issue and to follow up with their pain management doctor if they were concerned about the implant battery not depleting. Patient reported that in the last couple of days they felt like when they put the paddle on their back to charge, the element in their back had positionally moved to the left and they had no idea why that occurred. Patient reported the implant used to be more central by their spine. Patient believed the implant had migrated and/or shifted. Patient noted they had to do this a couple times to get it going again (agent understood as repositioning the recharger paddle to charge implant) so it worked and noted they didn't have pain. Patient inquired on what to do. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Patient (pt) called back after receiving their follow up response letter and was confused. Pt said their device was not working properly and was working now. Agent asked what the first question stated and they said the question was what were the circumstancing's migrating and not depleting as prospected; pt replied that to the best of their knowledge it did not move for it was working fine and beautifully. Pt did not want to answer anymore of the questions from the letter since they wanted to leave it alone.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.